Manufacturer narrative:
The li-ion battery (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for li-ion battery with serial number (B)(4). A visual inspection was performed and no physical damage was observed to the battery. A review of the archive was performed and no discrepancies were observed on the reported event date of (B)(6) 2016. However, the archive indicated multiple fault errors 11 were recorded beginning 07/28/2016 up to the end of the archive on 08/31/2016. The archive also shows that the battery was last inserted into the charger on 08/31/2016, 100 days before the battery was inserted again into the battery charger. The battery was pulled out 3 times from the charger during the conditioning test cycle;therefore, fault error 11 was possibly caused by poor battery mismanagement issue. Functional testing of the battery was performed; the battery was placed into test multi-chemistry battery charger, the battery was successfully charged without any fault or error. In addition, a run in test was performed with the 95% patient test fixture large resuscitation test fixture (lrtf) for 41 minutes of run times and there were no faults or errors occurred during the test. In summary, the reported complaint was not confirmed during archive review and functional testing. The battery was successfully charged without any fault or error. In addition, the returned battery was placed into the known good autopulse platform and the platform passed all functional testing criteria without exhibiting any fault or error. The battery functioned as intended. It should be noted that user guide for autopulse battery maintenance program recommends that proper management and maintenance of battery is important to reduce the possibility of problems during use of the equipment and to ensure that the useful life of the battery is optimized.

Event description:
It was reported that the li-ion battery (s/n:(B)(4)) was giving low run time in the autopulse platform. The battery was placed into a charger and it would not charge. No other information was provided.